Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. The pt reportedly used refrigerated insulin and detected air bubbles in the cartridge. There is no evidence of a product malfunction and the animas rep instructed the pt to use room temp insulin to fill the cartridge.

Event description:
The pt reportedly experienced a blood glucose level of 420 mg/dl with mild ketones. The pt reportedly used refrigerated insulin to fill the cartridge and saw air bubbles in the cartridge. The pt attempted to bolus with the pump after the reported blood glucose elevation but reported that his blood glucose level would not respond to the bolus dose. He also said he changed his infusion site and his blood glucose levels still did not respond to infusion from the new site.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box contains dates from (B)(4) 2013. Due to continuous used of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten and can no longer be accessed. Review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The total daily dose add up correctly to reflect the users programmed basal rates. The pump successfully completed a 29 hour flow accuracy test. Display screen was found to have pinkish contrast. Removed the pump cover and replaced pink display with test display. The test display has normal contrast and no visible signs of discoloration. The pump information for the complaint date has been overwritten, unable to duplicate the complaint.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint as the pump information for the complaint date has been overwritten. The available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification.